Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal dilaudid and ¿benzondine¿. No further information on the drugs was available. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2017. The hcp was checking the drug. The hcp was also going to do an ¿ink test thing¿ to make sure the catheter did not move. There was definitely something going on with the system because the patient was not getting the relief she used to. The hcp increased the patient¿s pump by 33% on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4). Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain. It was reported on an unknown date company representative (rep) reported a volume discrepancy only. It was stated rep received a call from healthcare professional/patient stating patient had a recent refill and there was a 4ml discrepancy. Rep did not have the actual numbers, but stated there was a 4ml less in the reservoir than expected. It was noted patient told rep there were no overdose symptoms, but stated patient was having more pain. Rep had no further history and was on his way to the clinic. It was unknown if the caller believed this could be related to a pocket fill. It was unknown if the discrepancy was a result of a programming error. It was discussed with rep to get more history and discussed overinfusion field action. It was unknown if it was considered a sudden or gradual change in symptoms, and rep will be seeing patient in clinic today ((B)(6) 2017). Drug information was unknown.